Manufacturer narrative:
(B)(4). Investigation summary: no samples and 5 photos were returned by the customer in support of this complaint. The evaluation of the photos shows a variation in the height of the draw but does not show how they were drawn and per specification, this product does not have a fill line. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the retention testing. Based on the investigation results to date, root cause was not determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes experienced underfilling or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum is not filling to the full capacity. It stops at 2-3ml".